Manufacturer narrative:
A ge service rep performed an on site investigation. The real time operating system (rtos), pu, display adaptor board, power cord, and the software were installed during the service call. The system was tested, found to be working as intended and returned to service.

Event description:
It was reported that the system had an intermittent booting issue. There was no pt injury or death reported.